Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The extended charge time was confirmed when the device was tested in the laboratory. The root cause of the extended charge time was an internal hv charge module anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited a charge time out. The patient was brought into clinic and a capacitor maintenance was unable to perform successfully. The device was explanted and replaced. The patient was stable before and after the procedure.